Event description:
The rtk impactor has broken. This report is filed as it is unk to the MFR if the event happened during surgery.

Manufacturer narrative:
(B)(4) initial report. Device details, and event details have been requested in order to progress with the investigation. Device mfg records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the use. However, this event occurred outside of the USA. The submission of this report does not constitute an admission that the distributer, MFR or product caused or contributed to the event.